Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting with baxter's technical service center for a low drain volume alarm, it was observed that the drain volume was submerged in toilet water. The technical service representative (tsr) assisted the home patient (hp) to reposition and remove the drain line that was submerged in toilet water. (B)(4) contacted the patient's nurse on (B)(6) 2011. According to the nurse she was aware of this user error. The nurse stated that she has seen the patient since this event and that the patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.